Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the analysis is not yet completed. Follow-up MDR will be submitted with analysis findings.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the jaws of the force bipolar instrument were misaligned and therefore, when jaws are in closed position, it was possible for the jaws to grab tissue unintendedly. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the instrument had misalignment issue. The issue was noted after the case began. The case was completed robotically. There were no reports of fragments falling into the patients.

Manufacturer narrative:
The force bipolar instrument involved in this event has been returned and evaluated by the failure analysis team. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.0460¿ offset at the tips.

Event description:
Refer to h10/h11 for follow-up information.